Event description:
Information received by medtronic indicated that the inpen was having issues with the dose knob turning properly. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer will discontinue using the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.5, color: grey, battery life remaining: <11 months. Customer report: dose knob gets intermittently jammed and stiff. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Inpen did pair with commercial mobile app. Received inpen fully extended. Re-wound pen. Small resistance was observed when dosing without a cartridge installed. Dose knob/dial get intermittently jammed when dialing a dose. However, the screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer complaint of dose dial being difficult to dial/dose was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.